Event description:
It was reported to medtronic minimed that the customer noticed that the pump was exposed to fluid. The customer noticed an open book image on the pump, and then it completely went blank and batery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. And noticed batery cap damage. Troubleshooting was performed for fluid in the pump and noticed fluid in battery compartment. Troubleshooting was performed for display issue and customer was using the correct battery cap for the pump, inserted a new battery and restarted the insulin pump but the display did not return. Troubleshooting was performed for battery cap damage. The customer was instructed that the replacement battery cap would be sent. The customer continues to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received without a battery cap. Installed a battery cap and continued testing. The pump powered up after battery installation. No blank display was noted however, the pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded the trace and history files using thump. A review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log and pump detailed trace show on 8/03/2025 at 10:57 the pump alarmed three (3) consecutive pump error 63 alarms (0x00000044) which triggered the critical pump error (open book image) alarm. The pump recorded two (2) pump error 63 (line number 19825 file number 49) and a pump error 63 (line number 704 file number 2006) alarms due to a lcd test failure. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Unable to verify battery cap damage due to the pump being received without a battery cap. Battery cap damage is unknown due to the pump being received without a battery cap. Blank display is not confirmed. Critical pump error (open book) alarm and pump error 63 alarm are confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.